Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, e1, e3, h6 and h11. B5: upon follow up, it was reported that the cause of the bacterial peritonitis was due to a breach in aseptic technique. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain and low appetite. It was reported that the patient was hospitalized three days prior to the peritonitis diagnosis for cloudy fluid and abdominal pain with low appetite. The day after the peritonitis diagnosis, the patient was treated with injection ceftazidime (1 gm, once daily, intraperitoneal, discontinued after 14 days) and injection vancomycin (1 gm, every 5th day, intraperitoneal, discontinued after 14 days) for bacterial peritonitis. On an unknown date, the patient was discharged from the hospital. Thirteen (13) days after peritonitis onset, the patient was recovered from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.